Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what is meant by, ¿had to change the orientation of the stomach in order to progress?¿ the surgeon had to staple again and not in the position he first desired. Was the procedure converted from laparoscopic to open? The procedure is an open procedure. Could you please clarify if there were any patient consequences? The surgeon was concerned about the recovery of the patient but hasn¿t reported any further issues. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The post-operative care did not change. The surgeon reported that he kept a 'close eye¿ on the patient in the following days.

Event description:
It was reported that during an unknown procedure, the surgeon found that the anvil popped off the trocar twice during the case. They then switched to an alternative stapler. This resulted in some tissue damage, they also had to change the orientation of the stomach in order to progress due to this damage. The surgeon has told me he is monitoring the patient closely.

Manufacturer narrative:
(B)(4)date sent: 08/05/2021

Manufacturer narrative:
(B)(4). Date sent: 8/17/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and an anvil with a washer cut. No issues were observed attaching the anvil to the trocar. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.